Event description:
Caller reported that pump malfunctioned several times without any prior notable events. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.